Event description:
The customer reported receiving a false negative hcg result while using the cardinal health hcg cassette rapid test. The patient provided a urine sample which was tested at 20:02. The results were read at 4 minutes a negative hcg result was obtained. A confirmatory quantitative beta hcg test was performed which yielded a positive result of 269miu/ml. Afterwards, an additional cardinal device from the same kit was tested using the same sample, and a positive hcg result was obtained. No further information was provided. No adverse event reported.

Manufacturer narrative:
Regarding section e: the customer reported this event to a distributor. The distributor only provided the facility information without contact details. Distributor name: (B)(6), telephone: (B)(6), email: (B)(6). Results pending completion of the investigation.

Manufacturer narrative:
Regarding section e: the customer reported this event to a distributor. The distributor only provided the facility information without contact details. Distributor name: (B)(4). Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (25 miu/ml) and high positive standards (100 miu/ml, 201.1iu/ml, 204.6iu/ml, and 245.4iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.

Event description:
The customer reported receiving a false negative hcg result while using the cardinal health hcg cassette rapid test. The patient provided a urine sample which was tested at 20:02. The results were read at 4 minutes a negative hcg result was obtained. A confirmatory quantitative beta hcg test was performed which yielded a positive result of 269miu/ml. Afterwards, an additional cardinal device from the same kit was tested using the same sample, and a positive hcg result was obtained. No further information was provided. No adverse event reported.